Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead became septic and had vegetation on mitral valve that was possibly due to appendicitis. Therefore, the entire system was removed. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead is no longer in service.